Event description:
The device was returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4). The device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor. Concomitant products: product ID 5092-58 implanted: 2001 (B)(6); product ID 694765 implanted: 2008 (B)(6). (B)(4).